Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was defective ac power module. The reported problem was confirmed. The device was operational after replacement was completed. The device successfully passed all required testing. The device remains at the customer site and no further action is required at this time.

Event description:
It was reported to philips that the device's ac module had an issue. There was no patient involvement.